Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on approximately (B)(6) 2026, the patient experienced diarrhea, vomiting and had high ketones. Before the ambulance was called, the cgm was reading 2.8 mmol/l and the blood glucose reading was 3.2 mmol/l. Although the bg value reported would not be hyperglycemic, the high ketone value would indicate that the patient experienced hyperglycemia at some point with cgm low bias. The parent called the ambulance, and the patient was taken to the hospital. There he was treated with medication for nausea and diarrhea, no specific treatment was reported for hyperglycemia, but it was noted that at the time of the report the patient used an insulin pump in a closed loop mode. The patient stayed overnight at the hospital and discharged the next day. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.